Event description:
Reportedly, the subject lead was replaced 34 months after implant due to inappropriate shock delivering. During the replacement, the physician observed an insulation issue near the trifurcation. The physician returns only the lead part that was not destroyed during the explant procedure asking for an analysis; he also suggests that the cause of the insulation issue may be attributable to the pt's active lifestyle. Reportedly, this is the second lead extracted from the pt, the first one was an lv lead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.